Manufacturer narrative:
We have contacted, the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The xenmatrix was implanted in a previously infected site and therefore, did not cause or contribute to the infection. See MDR 1213643-2010-00464 for information related to the composix lp mesh implanted on (B)(6) 2009.

Event description:
On (B)(6) 2009-ventral hernia repair with mesh. On (B)(6) 2010-CT scan postop subcutaneous collection left lower abdominal wall, possible postop seroma or abscess. On (B)(6) 2010- CT guided aspiration of abdominal abscess/hem cyst findings: 130cc cloudy brownish fluid from anterior left lower quadrant. The 25 cc cloudy greenish fluid from anterior abdominal mesh. On (B)(6) 2010-incision & drainage of wound with debridement & packing. Intraoperatively, decided to leave mesh in place. Mesh appeared intact and, with recent infection, would left open & packed with wet-to-dry dressing. Wound culture indicated light growth (B)(6), no (B)(6). On (B)(6) 2010- CT scan of abdomen/pelvis nearly resolved left subcutaneous fluid & gas collection, persistent mild fluid adjacent to underlay mesh. On (B)(6) 2010- wound culture no organisms, light growth (B)(6). On (B)(6) 2010- removal of infected composix lp mesh & implant of xenmatrix mesh with component separation. Wound left open as surgeon unable to close fascia over top of xenmatrix due to large amount of abdominal wall compromised in removal of composix lp mesh. Xenmatrix implant covered with xeroform (emolient based dressing) followed by vacuum sponge and wound vac, setting 75mmhg. Post-implantation wound cultures positive for (B)(6). On (B)(6) 2010- follow-up wound debridement & vac dressing change. Observed xenmatrix had defect with bowel eroding through mesh, potentially secondary to bacterial load. Surgeon stated wound appeared "obviously infected and taking over xenmatrix". As a result, xenmatrix was explanted.